Manufacturer narrative:
On 4-may-2021, the suspected medical device was returned for evaluation. On 17-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-apr-2021, mentor received additional information regarding the grade and side of the capsular contracture and revision surgery. The patient experienced right-sided grade IV capsular contracture. The patient underwent bilateral removal and replacement with two 535cc mentor memorygel breast implant prostheses (catalog #: shpx535, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mre for lot # 6906226: manufacturing date: feb/13/2015, expiration date: feb/12/2020. Mre for lot # 7442422: manufacturing date: mar/09/2017, expiration date: mar/08/2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Left lot and serial numbers: (B)(4). Right lot and serial numbers: (B)(4). Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 600cc mentor memorygel breast implant prosthesis and experienced postoperative capsular contracture (side unknown, grade unknown). As a result, the patient is schedule to undergo explantation at the end of (B)(6) 2021. The date of explanation was estimated as (B)(6) 2021 based on available information. The serial number of the complaint device is (B)(4) or (B)(4). At this time of report, it is not clear which serial number belongs to the complaint device. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.